Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR could not be performed because of unknown lot#.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown. Complaint 1 of 2. Customer reported leaking between syringe and needle. Customer is new and this was caused by user error. Customer was able to use another needle and no leaking was reported. Distributor to send replacement. Bg: 125 mg/dl . Intake for needle/syringe: 1. Description of issue: customer reported leaking between syringe and needle. 2. Number of occurrences:1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number. 3 ml syringe ¿ 309657. 26 g, 3/8" needle ¿ 305110. 5. Product lot number: customer could only provide cartridge box lot m77523. 6. For bd product only, are samples available for investigation? O no. 7. Did issue cause any injury? If yes, what type of injury? Customer did not report any injuries. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No . 9. Resolution. Customer declined bd follow up for returning product. No further distributor follow up is required.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown. Complaint 1 of 2. Customer reported leaking between syringe and needle. Customer is new and this was caused by user error. Customer was able to use another needle and no leaking was reported. Distributor to send replacement. Bg: 125 mg/dl. Intake for needle/syringe: description of issue: customer reported leaking between syringe and needle. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8" needle ¿ 305110. Product lot number: customer could only provide cartridge box lot m77523. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? Customer did not report any injuries. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further distributor follow up is required.